Event description:
Information received by medtronic indicated that the insulin pump had motor error. Insulin pump gave random no delivery alarm and scratch on the center button and the belt clip holder on insulin pump was broken. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.